Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 300-401 mg/dl. A bolus was delivered to address the bg level. After the most current occlusion, a system check showed that the occlusion may possibly be within the infusion set tubing; however, the customer had used humalog for 3 days. The customer changed the supplies on the pump.